Event description:
During an atrial fibrillation pfa procedure a blood leak was noted from the hemostasis valve on the agilis sheath. After inserting the agilis sheath into the patient, blood was noted to leak from the hemostasis valve while air was aspirated. A breakage was confirmed. The agilis sheath was exchanged, and the procedure was completed with no adverse patient health consequences.